Event description:
It was reported that during a gastrectomy procedure, the tissue pad was damaged heavily. The sales rep checked and found that the tissue pad was burnt and it seemed to be nearly detached off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4).